Event description:
The reporter stated that the wheelchair back came off and the end-user fell off the chair. There were no injuries reported.

Manufacturer narrative:
As of this date, the chair of any parts related to this chair have not been returned to the manufacturer for evaluation.